Event description:
It was reported that the patient was having seizures. It was later reported that the patient was seen and it is believed that the patient only had one seizure. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
With the information to date, there is no allegation of an increase in seizures. The patient was having seizures; however, there is no indication that this was an increase.